Event description:
During an abdominal hysterectomy procedure the staples did not form properly. The surgeon applied another device without patient injury.

Manufacturer narrative:
6/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.